Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their quik-combo therapy cable assembly will not connect to any of their devices. As a result, defibrillation therapy would not have been possible using that therapy cable. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the returned quik-combo therapy cable and verified that the cable was difficult to connect to a device. Physio further evaluated the therapy cable and found that there was a duplicate foam ring inside of the connector which made the cable more difficult to connect to a device. The therapy cable could be inserted and locked into place and there was no functional issues found during testing. The customer received a replacement quik-combo therapy cable.